Manufacturer narrative:
Product ID (B)(4). Product type recharger. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient had their ins and lead removed 2 weeks ago and would like to donate their external equipment. Patient reported she had not used her therapy for couple years because it was too positional when moving. No further allegations/complications were reported.